Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for foreign objects. The event can be prevented by following the instructions for use which state: ¿ evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection ¿ evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material in the forceps elevator. There was no patient involvement.